Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on 5/22/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens returned outside the device and returned and cut in two pieces. Residues of viscoelastic material was observed on lens pieces. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. Historical data analysis: the search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown, not provided . If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) was fully inserted and removed due to the doctor saw a divet, so it was removed and another iol was inserted. Observed when it was reported that a dcb00 intraocular lens (iol) was fully inserted and removed due to the doctor saw a divet, so it was removed and another iol was inserted. Observed when inserting into the eye. Another lens of same model and diopter was implanted. There was no patient injury, no medical intervention, no sutures or incision enlargement. The patient is doing fine. Attempts were made to gather information, but no other information was available by account.